Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure and inside the patient, the front four bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoids in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure and inside the patient, the front four bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the irrigation tube and the handle were returned, and it had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy could not be confirmed, as only the irrigation tube and handle were returned. The handle showed marks indicating that the trip wire had been secured. Based on this limited information and without a complete evaluation of the device, the most probable cause could not be determined. Therefore, the most likely root cause of this complaint is classified as "cause not established."